Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the battery in the customer's insulin pump lasts only half a day. The customer stated it previously lasted for one week. The customer stated that the insulin pump turns off on its own. The customer's blood glucose level was 350 mg/dl. The customer stated that they did receive a low battery alert prior to the off no power alert. The customer stated that this was the second occurrence of the off no power alert in less than 24 hours after the low battery alert. Advised customer that the insulin pump will need to be replaced. Advised customer can wear the insulin pump until the replacement insulin pump arrives if they insert a new battery. Informed customer that a replacement insulin pump would be sent. Nothing further reported.